Manufacturer narrative:
(B)(4). Batch # unk. The following information has been requested but unavailable: please confirm if a curved (rlzb32) or straight (rlzb22) band was implanted? What is the implant and explant date? Did the surgeon use three imbrications sutures during implantation? Was the patient compliant to diet regimen? Did the patient experience vomiting? If yes, what was the timing in relationship to the last adjustment? Was the vomiting initially related to the gi illness or flu? Or related to dietary changes? Has the patient recently traveled high altitude or low attitude regions? Mode of travel? Is the patient currently following a regular fitness program? Has the patient experienced any strenuous activity prior to the band slippage? The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the patient was having severe stomach pains last week and was vomiting blood. She could not keep fluids down and she was taken to the emergency room where it was discovered that the device had slipped. She is not on any medication and is on a liquid diet and soft food. Prior to the removal she has pain periodically since it was implanted but the pain was not as severe. She feels better now and is not as dehydrated.